Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with slightly more than 300 units of insulin. There was no reported impact to the customer's blood glucose level. At the time of the reported event, the customer declined to perform troubleshooting with tandem technical support.